Manufacturer narrative:
Calibration data showed no issues. The customer experienced issues with controls being outside of range. The low level of control was outside of range high. A review of alarm trace data did not show any relevant alarms. The field service engineer determined the issue was caused by a clogged sample probe. The probe was replaced. Air purges were performed. Precision studies were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient urine sample tested with tina-quant albumin gen.2 on a cobas c 503 analytical unit. The initial sample value was deemed correct. The customer repeated the sample on the complained analyzer as a patient comparison study. The repeat value was reported outside of the laboratory. The customer stated that the difference between initial and repeat values was no within their expected bias, so they elected not to correct the result. The patient sample initially resulted in an albumin value of 30.4 mg/dl when tested on another analyzer. The sample was repeated on the complained analyzer, resulting in a value of 22 mg/dl.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.